Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. Functional testing and a pairing test was performed and the tests passed. A review of the shared data log confirmed the reported event of a loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.